Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she wasn't feeling well at 4 am in the morning and went to check her blood glucose. Customer stated that she used her mother's meter and her blood glucose was 40 mg/dl. Customer drank sugar and water. Customer's current blood glucose is 198 mg/dl. Customer treated with food. Customer stated that she has had low blood glucose for a few days. Customer could barely walk and was dizzy. Customer was advised to disconnect from the pump. Customer stated that the drive support cap appears normal. Customer's programming was the same as what the doctor had set. Customer stated that it's 38 but should be 80. Customer stated that the doctor adjusted the programming. Customer stated that the reservoir is showing more insulin than what is shown on the status screen. Customer stated that the pump was not exposed to a MRI. Customer was advised to monitor the pump and contact her health care professional.